Event description:
Several attempts were made to interrogate the device without success. The ICD was pacing at 117 beats per minute. This pace rate indicates a crystal failure. The device was removed.